Event description:
It was reported that a patient presented with an egm storage anomaly on their pacemaker (pm), no signal seen on the stored or real-time egm. No changes or interventions were performed. The patient condition was stable.

Manufacturer narrative:
It was reported that there was no signal seen on the egm. The provided information was reviewed and it was seen that the ams segms were all normal and no anomaly was present. When hw open and blank durations are configured optimally for vp, we expect to see very small signal on v morphology channel. The device is behaving as expected based on programmed parameters.